Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor self check failure - 1001" and "fresh gas intake failure - 1030" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.